Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he tripped and fell on the insulin pump. When he attempted to deliver a bolus, he noticed the screen on the insulin pump was broken. He could not see the screen due to the crack. His blood glucose level was around 200 mg/dl and 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.